Event description:
The electric system 6 driver reportedly displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement or adverse consequences alleged with this event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.

Manufacturer narrative:
The device will not be returned; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. Customer has decided not to return the device.

Event description:
The electric system 6 driver reportedly displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement or adverse consequences alleged with this event.